Event description:
Complainant alleged that during a routine shift check by a clinician, the device's energy setting could not be adjusted. Complainant indicated that there was no patient involvement in the reported malfunction. Complainant has declined to return the device to zoll medical technical service for evaluation.